Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead and especially the lead connectors proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR - during a device check, an impedance of over 3000 ohms was observed in the rv- coil. Additionally, the rv lead was dislodged due to patient movement. A revision was performed. The lead was measured with a programmer; v-threshold was 0.3v/ 0.5ms, v- intracardiac potential was 3.95mv, lead impedance was 457 ohms and shock impedance was 394 ohms. No problem was observed. Because, the patient has other problems and physical struggles, the lcd system was explanted. This lead was cut at that time.